Manufacturer narrative:
Device not returned for eval. Work order documentation reviewed and all specs were met.

Event description:
It was reported that during a total knee procedure, the blade broke. The broken blade did not fall into the surgical site and there was no pt injury associated.